Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# yy0048879k, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: neu_unknown_lead, lot# yyoo46870k, implanted: (B)(6) 2018, product type: lead; product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: yy0048879k, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the electrode pushed through the skin during the procedure. The electrode was placed unfavorably during the first implant. The consequence for the patient was an infection. Therefore, the electrode was removed and a new electrode was implanted on (B)(6) 2018. The outcome was resolved without sequelae on (B)(6) 2018. Etiology was not related to the device or therapy, but related to the implant procedure. The indication for use is migraine and head/neck pain. No further complications were reported or anticipated.